Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their communicator displayed a red call doctor (rcd) icon. It was also discussed that tachy therapy was deactivated on this device by clinical decision. Technical services (ts) recommended to continue monitoring this patient. No adverse patient effects were reported. This device remains in service.